Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited pacing impedance measurements high out of range greater than 3000 ohms. Technical services (ts) was consulted and noted there were atrial tachy response (atr) events with noise oversensing. The medical doctor requested an x ray image to further review. This pacemaker and ra lead remain in service. No adverse patient effects were reported.